Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. It was reported that during setup prior to pt use, the nurse noted that the device did not sound an audible alarm tone during an alarm condition. The device was removed from clinical service. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.